Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Were inadvertently missed on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: - operation manual chapter 3 preparation and inspection. - reprocessing manual 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator was noted to have yellowish/brown foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and found the following: dirt and foreign material around the forceps elevator, low angulation, due to wear of the angle wire, bending angle in down direction did not meet the standard value, due to wear of the angle wire, bending angle in left direction did not meet the standard value, due to wear of the angle wire, bending angle in right direction did not meet the standard value, the suction connector had a scratch, the control unit had discoloration and a scratch, the connecting tube had a wrinkle, the forceps channel port was shaved, the universal cord had a scratch, the light guide lens had a crack, switch one had a cut, the adhesive on the bending over section was detached, the image guide protector had a scratch, the suction cover had a scratch, due to wear of the angle wire, the play of the up/down knob was out of the standard value, the plastic distal end cover had a scratch, the scope connector cover unit had a scratch, the light guide lens had a chip, the grip had a scratch, due to wear of the angle wire, bending angle in up direction did not meet the standard value, due to wear of the angle wire, the play of right/left knob was out of the standard value, the light guide-cover glass had a scratch, the switch box had a dent, and the suction cylinder was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.